Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 576 mg/dl and a 12-45 mg/dl ketone level resulting in the customer vomiting. Reportedly, altitude alarms occurred while the customer was not outside of labeled operating altitude range and a cartridge alarm occurred during insulin delivery. Insulin was administered via a manual injection to initially address bg. At the ER, healthcare providers administered intravenous fluids of saline and insulin to treat the high bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer declined to provide backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.